Event description:
During bicep repair the eyelet broke off of a 2.8mm titanium anchor. The surgeon left the broken portion of the anchor in the patient and placed another anchor to complete the procedure. No patient injury or complications were reported.